Event description:
It was reported that a cdh25 was used during a total gastrectomy. It was reported by the affiliate that two or three staples malformed and some of the staples remained in the staple housing after the firing. Surgeon put some overstitches to close the tissue.